Event description:
The rep reported that (1) er320 device used intraoperatively and was applied on the cystic duct. After firing an additional clip was applied and the clip did not close properly. The clip scissored the duct. An additional er320 was used to complete the case. No pt consequence.